Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that there was a complete round hole through the angio-seal device catheter piece. The device was not used on the patient, the issue was noted before they used it. The outcome of the procedure was not affected. Additional information was received 11feb2020: when the package was opened, the locator was bent. It flopped and bent. The procedure was finished with another angio-seal device. A pre-deployment angiogram was performed. The procedure was an aortagram and an angiogram.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip device was returned for product evaluation. The kinked locator and hemostasis sheath were returned along with the header bag. Visual inspection revealed that there was a deformation identified at the blood inlet hole of the arteriotomy locator and the locator was severely kinked. No other anomalies were noted with the returned components. Dimensional testing was performed. The outer diameter of the arteriotomy locator was measured and found to be 0.090'' which was within the manufacturer specification of 0.092" +0.00/-0.02. All measurements were within the manufacturer's specifications. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that while removing the locator from the tray there may have been an application of an off-axis force that caused the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.